Event description:
It was reported to philips that the customer was unable to perform x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, the embolization of intracranial aneurysms was performed by the customer and the patient was transferred to another device to complete the surgery. Customer restarted the system twice but the issue didn¿t resolve. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform x-rays. Review of the system log file showed that host pc lost the communication with generator. Upon troubleshooting, fse found that the main interface unit (miu) was defective. To resolve this issue, fse replaced the miu. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.